Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call absence of alarm and bent cannula on the infusion set. Customer's blood glucose level was 414 mg/dl. Troubleshooting was performed. Customer advised the alarm did not occur for no delivery and the high pressure test failed. Customer advised they had two infusion sets with bent cannulas which may have resulted in higher than usual blood glucose levels. Customer was advised to return the infusion set and that a replacement infusion sets would be sent out. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.